Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the patient had a revision surgery on (B)(6) 2019 because the ins was sitting on her sciatic and they moved the ins to a different location and the lead had slipped. The lead slipped two weeks after the (B)(6) 2019 surgery and her back was worse after the second surgery. No further complications were reported. Additional information was received from the rep. It was reported that the rep became aware of the issue on (B)(4) 2019. The cause was that the original implanting physician did not anchor down the leads properly. The serial number of the lead was unknown. Reprogramming was done. The lead revision was done on (B)(6) 2019. Patient's weight was unknown. It was unknown if patient back got worse issue was resolved after the surgery. No further complications were reported.